Event description:
It was reported that there was material on the end of the device. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed and recaptured three (3) times in the laa, but could not properly seal the appendage. The physician recaptured and removed the wds from the patient. A new 35mm wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The 31mm wds was inspected after it was removed from the patient. It was discovered that there was a long strand of material that was seen on the closure device and appeared to be entwined in the anchors. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman flx delivery system with the implant deployed and blood in the device. Inspection found a string of the inner liner exiting the sheath. Inspection under the microscope found no damage or defect. There was absence of material resembling the inner liner starting just distal of the hub, to 43cm distal of the hub. Media from the clinical procedure was provided to boston scientific (bsc) in the form of a photo and reviewed by members of the bsc training team, medical safety, and clinical specialists. The photo depicts the implant deployed, and a string of foreign material exiting the tip. Product and media analysis confirmed the reported event as foreign material (inner liner) exited the sheath.

Event description:
It was reported that there was material on the end of the device. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed and recaptured three (3) times in the laa, but could not properly seal the appendage. The physician recaptured and removed the wds from the patient. A new 35mm wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The 31mm wds was inspected after it was removed from the patient. It was discovered that there was a long strand of material that was seen on the closure device and appeared to be entwined in the anchors. There were no patient complications that were reported to have occurred.